Manufacturer narrative:
See MFR. Report # 3007566237-2015-03587 for information regarding the patient¿s external neurostimulator. Concomitant product: product ID: 3625, product type: screening device. (B)(4).

Event description:
A friend or family member of the patient reported that a manufacturer representative brought a new external neurostimulator (ens) on (B)(6) 2015, but he zapped the patient when he put up the voltage. The manufacturer representative put the voltage at zero and left. The next day the voltage was at zero, the reporter tried to switch it over, and was successfully able to switch sides. Stimulation was turned up and the patient had another zinging episode. During the trial, the patient did not bend or take a shower. The ens did not malfunction even once between (B)(6) 2015 and (B)(6) 2015. On (B)(6) 2015 the wires were pulled out and one was fine but the other was "like curled up" and it was unknown if it was the right or left lead. On (B)(6) 2015, the patient was hospitalized with bowel obstruction. It was noted that the patient was crippled, one leg was 8 inches longer than the other, and they lived in an apartment with partial nursing assistance. The patient had total incontinence. No device information, potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.